Event description:
It was reported that a patient, male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, a high impedance was observed and the patient suffered a cardiac tamponade. The patient had no medical history. High impedance values, approximately 500 ohms, were being displayed on the stockert. The catheter was replaced and the issue resolved. After catheter was replaced, a pericardial effusion was noticed as the patient's blood pressure dropped. A pericardiocentesis was performed, 500 ml of fluid were removed. The patient require hospitalization and reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related, possibly caused by the difficult transseptal puncture (needle and sheath used were competitor's product). Settings during the event include: power control mode at 30 watts, flow setting at 15 ml/min. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient, male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter, a high impedance was observed and the patient suffered a cardiac tamponade. The patient had no medical history. High impedance values, approximately 500 ohms, were being displayed on the stockert. The catheter was replaced and the issue resolved. After catheter was replaced, a pericardial effusion was noticed as the patient's blood pressure dropped. A pericardiocentesis was performed, 500 ml of fluid were removed. The patient required hospitalization and reported to be in stable condition at the time bwi followed-up with the physician. The bwi failure analysis lab received the device for evaluation. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and screening test and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial # unknown. Product: coolflow® irrigation pump, us catalog # cfp002, serial # unknown. Product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: lasso® nav eco variable catheter, us catalog # d134301, lot # 16074300l. Product: 8f acunav catheter, us catalog # unknown, lot # unknown. A notification has been sent to the manufacturer (st. Jude medical) for the competitor's products (sheath and needle) in this event. D) manufacturer's reference # pi1-m4dzg9